Event description:
It was reported that during surgery, two twinfix anchors were broken. A backup device was available to complete the procedure with no other complications. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during shoulder rotator cuff repair surgery, two twinfix anchors were broken. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that both devices reported had broken tips in the same region. The anchors had broken between the distal threads. A visual inspection revealed that the device was returned with the sutures and anchor still in their original positions. The anchor tip was broken off to the side at the eyelet, with some twisting evident. There was some debris on the anchor and at the proximal end of the insertor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that may have contributed to the event include improper preparation of the insertion site, misalignment of the anchor with the insertion site, use of excessive force or bending during insertion, or an inadvertent impact event.